Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was living in the elderly home, and the nurses found out there was a wound above the pump where the patient's skin was perforated. After the skin perforation, a surgical revision of the skin had been performed. After this revision the patient then went into withdrawal syndrome. The patient was described as being in a bad condition. The patient was hospitalized and was in the intensive care unit (ICU). It was further indicated that one event led to another regarding skin perforation, surgical revision, and then withdrawal syndrome. The issue was not resolved as of on (B)(6) 2026. Factors that may have led or contributed to the issue were unknown. The pump and partial catheter (pump segment) had been explanted. The pump and partial catheter were to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: 0232799450, partially explanted: on (B)(6) 2026, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.